Event description:
It was reported the patient's ipg would not communicate with the charger. The patient last felt stimulation approximately six months ago. The patient programmer displayed a low battery message. As a result, the ipg was explanted and replaced. Effective therapy was re-established post-op.

Manufacturer narrative:
Date of explant: the explant date was left off in the previous report and has been added.